Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a right atrial (ra) lead was found to have the ra automatic threshold (raat) started at a low output, exhibiting loss of capture and high capture thresholds. Technical services recommended to do an in person atrial threshold test to verify capture and evaluating ra lead. This system remains in service. No adverse patient effects were reported. Additional information received indicated that ra lead tests were performed and the results appeared stable. The last threshold was 0.5 v at 0.4 ms. The patient will continue to be monitored.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system with a right atrial (ra) lead was found to have the ra automatic threshold (raat) started at a low output, exhibiting loss of capture and high capture thresholds. Technical services recommended to do an in person atrial threshold test to verify capture and evaluating ra lead. This system remains in service. No adverse patient effects were reported.